Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the tissue bag was not attached to the supports, and the cord loop was cleanly cut. The returned unit was disassembled and the pawl, an internal component of the device, was slightly deformed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the event unit and description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: robot assisted radical subtotal gastrectomy. Surgeon push the thumb ring forward to deploy the bag but the prongs stuck in the shaft. Please consult with attached picture. They replace a new one to complete this surgery. Photo has been provided. Product return expected. Additional information received via email on 18jan2021 from [name]: there were not multiple attempts to advance the actuator. Additional information received via email on 20jan2021 from [name]: the bag did come completely off the prongs. The bag was not attached on the prongs when the surgeon attempted to deploy the device. Patient status: fine. Type of intervention: they replace a new one to complete this surgery.

Manufacturer narrative:
The event unit is expected to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Type of procedure performed: robot assisted radical subtotal gastrectomy. "Surgeon push the thumb ring forward to deploy the bag but the prongs stuck in the shaft. Please consult with attached picture. They replace a new one to complete this surgery." Photo has been provided. Product return expected. Patient status: fine. Type of intervention: they replace a new one to complete this surgery.